Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose of 65 to 43 mg/dl at the time of the incident. The customer was at 167 to 225 mg/dl at the time of the call. The customer used food and was given intravenous glucose to treat the low. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer had a high incident on (B)(6) 2018. The customer performed a set change and their highs were coming down. The customer had dka and was given intravenous insulin and saline solution to treat. The customer was using a competitor's cgm system, and they were having sensor glucose versus blood glucose differences. The customer had low reservoir, low battery, and no delivery alarms in the pump history. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly.